Event description:
An (B)(4) distributor contacted zoll customer support to report that a monitor was displaying a wrench code 100 (program image corrupt).

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (wrench code 100) has been confirmed. Upon investigation the monitor was resetting and displayed a wrench code 100. The cause for the failure was isolated to corrupt monitor software. The root cause for the software corruption could not be positively identified. No adverse event resulted from the defective monitor.